Event description:
It was reported that during a da vinci-assisted small bowel resection surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical service engineer (tse) regarding repeated m-02 faults occurring on the on the vio integrated electrosurgical generator unit (iesu). The customer performed a power cycle and a hard power cycle on the iesu, but the reported issue persisted. The customer elected to use a third-party generator to set up the energy. The customer was proceeding with the surgical procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue; however, the fse did replace the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection there were issues found that would be related to the reported event. The iesu was tested using a golden system, and error m-02-3 occurred during start. Logs also show error m-02 and c-00. The probable root cause of error m-02 is attributed to a faulty component of the erbe generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted.